Event description:
It was reported that during a port placement procedure via right internal jugular vein, the end of the vascular sheath allegedly broke. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via right internal jugular vein, the end of the vascular sheath allegedly broke. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The photo shows an introducer sheath tip deformation. Manufacturing site evaluation states that distant tip of the sheath was deformed, a bulge was observed in the gray sheath. Therefore, the investigation is confirmed for the identified sheath tip deformation. The investigation is unconfirmed for the reported fracture issue as no fracture was noted to the sheath tip. However, the investigation is inconclusive for the reported device damaged prior to use issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.